Event description:
It was reported that the customer was hospitalized due to high blood glucose and shortness of breath. The glucose reading was 700mg/dl, and he was treated with an insulin drip. The doctor believes that the way the customer wears the tubing dangling it may have caused his high glucose. Troubleshooting was performed, and while checking the connection and the rewind process, the customer did not received any no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.